Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch earlier this year for intermittent high out of range pacing impedance greater that 3000 ohms and switched to unipolar pace / sense. There were observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors due to signal artifact monitoring episodes. Isometrics were performed, and noise was oversensed when moving their left arm. Technical services recommended consider programming unipolar pace bipolar sense to help mitigate the intermittent high impedance. The system remains in-service. No additional adverse patient effects were reported.